Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of c.r. Bard, inc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation: mixed urinary incontinence. The procedure performed: uretex pubovaginal sling, and cystoscopy. According to the reporter the outcome attributed to mesh: pain, urinary problems and bowel problems.